Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred while the patient was connected for peritoneal dialysis therapy. The patient stated that the patient line had become separated from the transfer set. He had attempted to tighten the patient line back on to the transfer set. The technical services representative assisted the patient in clearing the alarm and advised him to begin therapy over with new supplies. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause was determined to be that the user had reconnected the patient line to the transfer set after it had become loose. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. It also provides step-by-step instructions for properly connecting the patient line to the transfer set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.